Event description:
Caller reported that a cartridge alarm 30 occurred during the pumping process. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller in loading a new cartridge using the proper technique, and the caller successfully resumed insulin therapy, resolving the issue.